Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as red, bumpy, and itchy. The patient was prescribed cortisone cream for the skin irritation. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.